Manufacturer narrative:
The account could not duplicate the issue, the bed functioned as designed.

Event description:
The account alleged the pt position module would shut off after a min of being set. No injury reported.